Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. (B)(4). Conclusions code:- conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, the priming line on the top of the fx25 came apart. No patient involvement as this occurred during prime. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on july 15, 2016. A second follow-up will be submitted upon completion of the investigation and/or submission of new information, all available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted. (B)(4). The returned sample was visually inspected, during which, the vernay valve in the purge line was split in half at the weld. No damages were noted anywhere on the device. A retention sample from the same product code/lot number combination was visually inspected and the vernay valve was confirmed to be intact with no damages. A sample vernay valve was attempted to be broken in half by hitting it with hemostats, but the component did not break. A review of the device history record revealed no manufacturing anomalies. After evaluation of the returned sample, and review of existing non-conformance reports for the vernay valve, it was determined that this is a supplier related issue. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.